Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no adverse impact on the customer's blood glucose level. A replacement pump was sent to the customer to resolve the issue.